Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective charge-coupled device unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope had no picture. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a defective charge-coupled device unit. This finding was caused by wear and tear naturally occurring over time. Additionally, it was observed that the up-down plate had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.